Manufacturer narrative:
This report is submitted on january 11, 2022.

Event description:
Per the clinic, the patient experienced poor performance with the device and subsequent loss of connection to the internal device. Hardware exchange attempts were made; however, the issue could not be resolved. It is unknown if there are plans to explant the device and to reimplant the patient with a new device as of the date of this report. Additional information has been requested but it has not been made available as of the date of this report.

Manufacturer narrative:
Per the clinic, the device was explanted on (B)(6) 2024, and the patient was reimplanted with another cochlear device during the same surgery.

Manufacturer narrative:
Device analysis indicated device failure. Device analysis report attached.